Event description:
It was reported while using bd microbore bi-fuse extension set, 2 IV co the tubing separated from the luer. There was no report of patient impact. The following information was provided by the initial reporter: bi-tubing extension broke away from conjunction site.

Manufacturer narrative:
A complaint of tubing separating at the conjunction site was received from the customer. A photo was provided for investigation. Separation is seen at the part where the set splits into two separate tubing lines. The customer complaint was confirmed. A device history record review for model mz9265 lot number 21105858 was performed. The search showed that a total of 7,203 units in 1 lot number were built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be determined as a physical sample was not received. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.